Event description:
It was reported that this patient experienced a syncopal episode. Upon evaluation it was noted the right ventricular (rv) lead exhibited high thresholds, loss of capture, and high pacing impedances measuring greater than 2000 ohms. Capture was obtained when the lead was reprogrammed to the unipolar configuration. The rv lead was fractured. Subsequently, a revision procedure was performed and this rv lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis confirmed the outer conductor coil was fractured 23 cm from the terminal pin. Detailed analysis of the fracture site determined the conductor coil was fractured due to cyclic fatigue. The reported high thresholds, high impedances, and loss of capture were likely the result of the lead damage observed by the laboratory.

Event description:
This supplemental report is being filed as the device evaluation was completed.